Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high pacing impedance measurements of greater than 2000 ohms. The system also displayed noise which was oversensed and led to inappropriate shock therapy for the patient. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.